Event description:
Pt quessing on the exact date. Pt was traveling quite a bit with their job, and was walking from one gate to another to catch a flight. By the time pt arrived at the second gate pt had become breathless, clammy, and so on. Pt was quite ill for about 3 days on travel, then felt better. Pt attributed it to the humidity, however, it ws discovered during annual stress test in, 2001 that pt had, indeed, experienced a 2nd heart attack. Pt had their first heart attack in 1999. Their cardiologist installed an acs multi-link rx duet 2.8 x 18mm, in 1999. They weighed about 250 pounds at the time. When pt had the second heart attack in 2001, pt weight about 270 pounds.